Event description:
The initial reporter stated they received a discrepant high result for one patient sample tested with the elecsys troponin t hs assay on a cobas e 801 analytical unit. The sample initially resulted in a troponin t hs value of 18 pg/ml. The sample was repeated, resulting in a value of <3 pg/ml accompanied by a data flag. Repetition of the same sample on another analyzer resulted in a troponin t hs value of <3 pg/ml accompanied by a data flag. The questionable result was not reported outside of the laboratory. The troponin t hs reagent lot number was 566409, with an expiration date of 31-dec-2022.

Manufacturer narrative:
The calibration and quality control results were within specification. Sample clot alarms were noted on the day of the event. Based on the available data, a general reagent issue could be excluded. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Section b6 was updated.